Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing low blood glucose level 40 mg/dl due to high insulin delivery and high blood glucose level 250 mg/dl. Customer reported that they could see air bubbles in reservoir and tubing and it caused blood glucose level high. Insulin pump was not on auto mode. Customer was using insulin pump within 48 hours of reported event. Customer performed all possible troubleshooting for removing air bubbles but could not remove it. Device will not be returned for analysis.